Event description:
As reported via onkos case: we received a request from surgeon to provide a tibial and rebushing components. Patient had a right total femoral replacement in 1993, placement of acetabular component in 1997 and revision of a broken growing mechanism in 2002. Patient now has aseptic loosening of her tibial stem (which is still the original siw implant). This request is for revision of tibial component only.

Event description:
No new information.

Manufacturer narrative:
An event regarding loosening involving an unknown total femur, tibial stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "event confirmation: presence of a segmental distal femoral replacement can be confirmed. Loosening around the tibial component can be confirmed. The patient history cannot be confirmed. Need for revision cannot be confirmed. Root cause: the root cause for the index procedures cannot be determined without additional medical records. The root cause of the stated tibial failure appears to be aseptic loosening, but this was not confirmed." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised. A review of the provided medical records by a clinical consultant confirmed the event: "event confirmation: presence of a segmental distal femoral replacement can be confirmed. Loosening around the tibial component can be confirmed. The patient history cannot be confirmed. Need for revision cannot be confirmed. Root cause: the root cause for the index procedures cannot be determined without additional medical records. The root cause of the stated tibial failure appears to be aseptic loosening, but this was not confirmed." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.